Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in the trachea for the removal of intratracheal foreign matter during a procedure performed on (B)(6) 2024. During preparation, the device was unpacked, and the pull wire broke from the handle when the handle was pulled. The basket was unable to open, and another zero tip pulmonary basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the initial reporter address is (B)(6). Block h6: imdrf device code a0401 is being used to capture the reportable event of pull wire break. Block h11: the returned zero tip pulmonary basket was analyzed, and a visual analysis observed that the sheath that covers the pull wire was broken. The pull wire was not broken. Additionally, the working length was found kinked. The reported event of pull wire break was not confirmed since the pull wire was not found broken during analysis. Based on all available information, it is most likely that the sheath and the end of the working length was damaged due to the manipulation of the device and the way it was pulled out. If the sheath or the pouch was grabbed by the sheath side that got broken, this could have damaged the sheath and the working length as seen on the product analysis. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in the trachea for the removal of intratracheal foreign matter during a procedure performed on (B)(6) 2024. During preparation, the device was unpacked, and the pull wire broke from the handle when the handle was pulled. The basket was unable to open, and another zero tip pulmonary basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the initial reporter address is intersection of (B)(6). Block h6: imdrf device code a0401 is being used to capture the reportable event of pull wire break.